Event description:
Pacemaker was under bsc (boston scientific corporation) advisory for hydrogen premature battery drain. Routine remote demonstrated premature battery drain. Confirmed with bsc tech support and engineers, recommended generator change. Gave 90-day battery longevity window. Patient scheduled for pacemaker generator change.